Event description:
It was reported that a malfunction alarm, specifically malf 12, occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in successfully resetting the pump. The malfunction did not recur, and the customer was able to continue using the pump as instructed, with guidance to call back if any issues reappeared.